Event description:
It was reported by service report that the head of the bed is drifting down and the scale is off by twenty pounds. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Faulty nuts in the motor. Loadcell.